Event description:
I had mentor smooth saline breast implants placed by dr. (B)(6) in (B)(6) 2010. I had started having pain in my breasts along with pain in my right armpit. To this day I get pain at my incision site. Not long after that, a small hard lump showed up in my left breast. It never grew but remains there to this day. I began having unexplained brain fog, memory problems, and joint pain without inflammatory markers about 2 or 3 years ago. I have had MRI and CT scans on my head and everything looks normal. I have had blood tests more than once to look for things like arthritis. Nothing has ever come up positive and my doctor has been unable to give me a diagnosis. However, I have found that other women with breast implants have suffered with similar symptoms and theirs have been unexplained also.